Event description:
It was reported that this atrial lead exhibited loss of capture and was replaced. It was not reported that the lead would be returned for analysis. No additional adverse patient effects were reported.